Event description:
It was reported that the patient presented in the clinic for follow-up. During the device interrogation, the patient's pacemaker exhibited big pauses on the marker channel due to under-sensing and a telemetry disruption. However, the pacemaker remained pacing at the expected rate although no markers were seen. In addition to that, the patient's right atrial (ra) lead was noted to have exhibited noise over-sensing and high out-of-range pacing impedance. The pacemaker was reprogrammed and the patient will be continued to be monitored by the clinic. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date in manufacturer report number; follow up number: 1. Should have been 14 oct 2025 rather than 10 oct 2025.

Event description:
New information received notes that the patient's pacemaker was explanted and replaced due to electromagnetic interferences (emi) and telemetry issue. The patient was in stable condition throughout.

Manufacturer narrative:
Reported event of sensing, noise, impedance issues, marker anomaly were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk test, pli measurements and inspection of header and connectors found no anomalies contributing to reported event of sensing, noise, and impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.